Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, endologix was made aware of a patient with an indeterminate endoleak (possible type 1b). The patient will be receiving an angiogram on (B)(6) 2018. Following the angiogram, the patient will likely have a limb extension added on the left side during the scheduled re-intervention on (B)(6) 2018. Patient's index procedure was done on (B)(6) 2015 by dr. Robert ballard at the appleton medical center. Patient had bilateral viabahns added during the index procedure to extend into external iliacs. It appears that the connection on the left side between (B)(4) and viabahn had been compromised.

Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, there were reported evidence that supported the following case event. Clinical was able to confirm the type ib of lcia (left common iliac artery) and the connection of the non endologix limb extension that had been compromised. The secondary endovascular procedure was also confirmed. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The complaint is most likely user related. Procedure related harms for this complaint could not be determined based on the information shared with endologix for review.the final patient status was reported to be doing well. In addition, the clinical assessment determined that there was evidence to reasonably suggest a sac growth that was noted, but was not included in the event as reported. The sac growth was discovered on (B)(6) 2018 during review of the 39 month post implant CT scan. A review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and will not be returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system.correction:d5 (suspect medical device) operator of device: remove physician and replace with health professional.